Manufacturer narrative:
Initial.

Event description:
It was reported that an infusion set located under the hip was associated with persistent hyperglycemia while using the ilet system, with blood glucose values at 276 mg/dl that decreased after troubleshooting and supply change; the issue was consistent with an occlusion that resolved only after changing the infusion set, and the implicated component was the connector/coupler. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed obstruction of insulin flow and evidence consistent with a deformation problem affecting delivery, localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.